Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus remains implanted and a new tandem cuff was added to the system. The patient recovered following the procedure.